Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material around the objective lens could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak in the working channel, it is possible that the device could not be properly reprocessed. The issue may be prevented by following the instructions for use below: cyf-vha cleaning manual olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: grip had a scratch; due to damage on channel tube, water tightness was lost; light guide lens had a scratch; adhesive around objective lens had foreign objects; and the connecting tube had a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the cysto-nephro videoscope, had a leak in working channel. The issue occurred during reprocessing. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the adhesive around objective lens has foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation.